Manufacturer narrative:
This report is for an unknown cortex screw. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: marti, r.k. And schröder, j. (2006), arthrodesis of small joints, illustrated by the carpometacarpal joint of the thumb, operative orthopadie und traumatologie, vol. 18 (issue 1), pages 57-65 (germany). The aim of this retrospective study is to present technique to prevent the compression screw from sinking into the bone. A total of 16 patients with an average age of 61 years (45-75 years) underwent 18 arthrodeses. Surgery was performed using a 2.7-mm cortex screws (ao mini instrumentation set). Radiologic assessment immediately postoperatively, after 6 weeks, 12 weeks, 6 months, and at 1 year. The following complications were reported as follows: 1 patient required revision due to nonunion. This complaint involves one (1) device. This report is for one (1) unknown cortex screws. This is report 1 of 1 for (B)(4).